Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the customer's reported issue. Upon review of the iabp log files, the fse observed several error code #7 and error code #107. Due to the error codes observed in the log files, the fse replaced the front end board then completed all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during power up and prior to use on a patient, the cardioave intra-aortic balloon pump (iabp) experienced an "internal communication" error. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up and prior to use on a patient, the cardioave intra-aortic balloon pump (iabp) experienced an "internal communication" error. There was no patient involved and no adverse event was reported.